Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure an intellanav mifi open-irrigated was selected for use, the anatomic location for target ablation site required aggressive manipulation of catheter to achieve position in desired spot, which resulted in the flush port on catheter to sever. This resulted in the catheter not having irrigation and triggered an error message from maestro 4000 radio frequency generator of "excessive temperature". An exchange of the catheter resolved the issue. The procedure was completed without any patient complications reported.